Event description:
The customer returned the videoscope to the service center for evaluation related to a separate issue. During the evaluation, a reportable malfunction was identified: the adhesive on the a-rubber was chipped and lifting. There was no patient involvement associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the malfunction is most likely attributable to component failure associated with degradation and stress-related conditions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.